Manufacturer narrative:
On 05-23-2016 an ocd field engineer (fe) arrived at the customer site reviewed logs and tiff images. Replaced gripper solenoid for a few release errors found in log. Fe checked syringe and wash, rerouted teflon tubing and reseated fitting at clot detector. Performed camera (reader) adjustments and reader reference. Camera visio 111 (range:101-128). Customer then tested the original sample collected on (B)(6) 2016 on provue as well as in manual, results were negative for both. Sample collected on (B)(6) 2016 from the same patient tested 1+ for the antibody screen, and panel ID confirmed anti-e. The root cause could not be confirmed although the most probable root cause could potentially be associated with the sample. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting false negative reaction to a patient's antibody screen tested on provue. According to customer, sample from (B)(6) pregnant female with previous history of anti-e was tested on provue for 3 cell screen test on (B)(6) 2016 and antibody screen was reported as negative. No additional tests performed on sample. No repeat using manual gel method. However, because of previous history, new sample was collected and tested on provue, results were 1+ reaction with cell #2.